Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection revealed that the collar was partially separated. There were multiple kinks along the hypotube. There was a flat spot on the distal shaft 18cm from the tip. Microscopic inspection revealed damage to the tip. There was blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that connection part of the guidezilla was kinked. The 18mm x 3.0mm in diameter, 90% stenosed target lesion area was located in a severely tortuous and moderately calcified left anterior descending artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, a non-bsc balloon was used to pre-dilate the lesion and advanced the non-bsc stent, but unfortunately the stent could not cross the lesion. Subsequently, a guidezilla was used but the stent could not cross the device either. The device was completely removed and found the guidezilla was kinked in the connection part between the metal catheter. The procedure was completed with another of the same device. No complications were reported and the patient is stable. However, the device analysis revealed a partially separated collar.